Manufacturer narrative:
Intuitive surgical inc., (isi) followed-up with the site's clinical sales representative (csr) and obtained the following additional information: the site could not confirm if the reported failure (broken fragment) on reported 8mm maryland bipolar forceps instrument occurred outside of the patient's body. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Post-operative tests like an x-ray or ultrasound were not performed to check for remaining fragments. Site did not observe thermal damage on the instrument. They did not observe arcing event. The patient has not experienced any injury or adverse event during or after the surgical procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a frayed grip cable. Further inspections revealed that instrument had thermal damage at the yaw pulley. The yaw pulley had charring and localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. There was a detached fragment. A part of the yaw pulley was missing and was not returned with the instrument. The probable cause of the thermal damage is primarily attributed to the use conditions of bipolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect. If this instrument has thermal damage to the bipolar yaw pulley and/or distal clevis but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. The probable root cause of grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause is of broken yaw pulley attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.